Event description:
Follow up information identified the patient¿s new discomfort/ cramping has resolved, and the headache has mostly resolved. The patient was discharged from the hospital on (B)(6) 2019. No further intervention is planned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo a trial implant procedure on (B)(6) 2019. During the procedure, the physician inadvertently created a dural puncture while attempting to gain epidural access, and it is believed the physician observed clear fluid. A blood patch was applied. Postoperatively, the patient did feel discomfort/ cramping of the right groin and buttock that the physician attributed to the puncture, which was medically managed. The patient also had a headache. The patient was hospitalized for monitoring.